Event description:
It was reported that the inflation device was "cranked up" and the catheter balloon was overinflated. The balloon burst and blew a hole in the patient's ureter. A ureteral stent was placed until the ureter heals.